Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. All additional information has been provided. This report is related to emdr 337576.

Event description:
During a site visit, it was reported that the sears of pump modules were broken.